Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was not further specified. The patient was not hospitalized for the event of peritonitis. On the same day as the onset, the patient was treated with an injection of imipenem (250mg in each bag, "4 hours once", route not reported). Treatment was ongoing at the time of this report and the patient was recovering. On the same day as the onset, dianeal and extraneal therapies were discontinued. It was not reported if the patient was retrained on aseptic technique. No additional information is available.